Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va062d8, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3093-28, lot# v222578, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that everything was replaced as the patient had an infection. If additional information is received, a follow up report will be sent.